Manufacturer narrative:
This report is being filed on an international product; list number 2g23 that has similar products distributed in the us, list numbers 1l81 and 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific donor information was provided.

Event description:
The customer indicated they obtained (B)(6) architect hbsag results when the samples collected in collection tubes were compared to a sample taken from the blood collection bag for multiple donors. The customer indicated the collection tubes were (B)(6) and confirmatory generated (B)(6) with the architect hbsag qualitative ii confirmatory assay. The sample taken from the blood collection bag generated (B)(6) results. No adverse impact to donor management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of manufacturing documents and a review of labeling. Since the likely cause lot number is unknown testing could not be performed. Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative ii confirmatory assay. Using worldwide field data the performance of the architect hbsag qualitative ii assay was evaluated. The median and standard deviation values of the negative population of all reagent lots were within the established limits of the architect hbsag qualitative ii assay. Therefore, all reagent lots are performing comparably. Manufacturing documentation for the architect hbsag qualitative ii confirmatory assay was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative ii confirmatory assay was identified.